Manufacturer narrative:
The field service engineer found excess water dripping and sputtering from the rinse nozzles onto the cuvettes and potentially dripping into adjacent cells. He decontaminated the rinse mechanism flow path, replaced worn vacuum tubing on the rinse mechanism, replaced a check valve, and cleaned the vacuum unit waste tubing. He then replaced the valve assembly for the cell rinse mechanism. He performed mechanism checks and verified no excess water was sputtering from rinse nozzles. He performed successful precision testing. The customer performed successful calibration and qc. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen. 2 results from the cobas 6000 c 501 module. The initial results were potassium 3.9 mmol/l, sodium 122 mmol/l, and chloride 121 mmol/l. As the sodium was critically low, the customer repeated the sample on a blood gas analyzer and the results were potassium 4.8 mmol/l, sodium 137 mmol/l, and chloride 105 mmol/l. The questionable results were not reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
The in vestigation determined the issue was resolved by the service actions.